Manufacturer narrative:
(B)(4). The device was not available for evaluation. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the most likely cause of the complaint is user error/ mis-use. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted global technical service (gts) regarding a check drain line alarm that appeared on the home choice (hc) during drain 2. The home patient (hp) stated she was not connected. The hp disconnected herself, did not put a mini cap on the patient line, and pressed go while not connected. Gts advised the hp would need to end therapy and start over with new supplies. The hp did not understand that if she disconnected she needed to place a flexi cap on the patient line and could not press go without being connected. Gts assisted the hp to end therapy. The hp would start over with new supplies. The writer spoke with the home patient's (hp) nurse on (B)(4) 2011 regarding the reported problem. The nurse said she was not aware of any issues with therapy and had not heard from the hp since the reported problem. No additional information was available on the alarm. The writer explained the user error and the nurse said she would review proper procedures with the hp. No patient injury or medical intervention was reported.